Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (40-500 mg/dl). Customer stated they are "an extremely brittle diabetic". Customer stabilized low bg's with candy and fruit, and stabilized elevated bg's with a correction bolus. Recommendation was made to discuss diabetes management with their health care professional.